Event description:
It was reported that during a craniotomy surgical procedure, the attachment device was "running hot". The planned surgical procedure was completed without delay as a spare identical device was available for use. The reporter stated that irrigation was used. No patient harm, adverse outcome or injury was alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed which confirmed reported condition. This was due to immersion during cleaning. If additional information should become available, a supplemental medwatch report will be sent accordingly.